Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in both cheeks with 1 syringe of juvéderm voluma® xc, in the lips with 1 syringe of juvéderm volbella® xc, and in the midface and mandible area with 2 syringes of juvéderm vollure¿ xc. The patient then had a flu shot around a week and half later. The patient was sick from a cold/flu, noted as ¿bacterial infection¿ per the ent who put them on ciprofloxacin. 3 weeks post injection, patient experienced ¿nodules in the mandible area, mid-cheek, and the lips and had a fever of 101° f.¿ the patient was prescribed prednisone and a medrol dosepak that day. It is unknown if symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00757 (allergan complaint # (B)(4)) and MDR ID #3005113652-2019-00758 (allergan complaint # (B)(4)). This MDR is being submitted for suspect product juvéderm voluma® xc.